Event description:
Pt advised that his pump is not working as it should be due to spring. No further details were provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6).